Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for leg length shortening by 4.1 cm on the right after iii° open fracture of the right lower leg event is possibly related to the device and related to procedure date of event: 03-aug-2023. Date of implant: on (B)(6) 2023. Date of revision: on (B)(6) 2023. Device location: right tibia. Treatment: surgery on (B)(6) 2023 extensive implant removal etnprotect (300 x 10 mm) and implantation of extension intramedullary nail (10.7 x 275, 10°, non-synthes, 10 mm cap), osteotomy tibia and fibula. The following treatment/products implanted/explanted are not identified as synthes products: ie k-wire, 2x2.7 mm screws with uls distal tibia and angular stable plate fibula. Depuy synthes products used: qty 1 protect nail, qty 1 end cap, qty 1 dynamic interlocking screw, qty 3 static asls (angular stable locking system) screws catalog: 04.004.440sab lot: n/a component type: expert tibial nail protect ø10 cann l300 description: catalog, lot and further product information not provided for the screws. Outcome is recovery in progress. This report is for an expert tibial nail protect ø10 cann l300 this is report 1 of 5 for (B)(4).